Manufacturer narrative:
D.4. Medical device expiration date: unknown. E.1. Initial reporter facility name: (B)(6). H.4. Device manufacture date: unknown. H.6. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. H3 other text: see h.10.

Event description:
It was reported that prior to use with bd vacutainer® k2e 3.6mg plus blood collection tubes the tube labels were missing information. The following information was provided by the initial reporter, translated from japanese to english: the customer reported that no printing on blood collection tube (lot, fill line, etc.).